Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 54 mg/dl, 120 mg/dl. Tests were done wihin 10 minutes with a difference of 59 mg/dl. Pt did not experience any adverse events. No further info has been reported. Note: in the potential medical tab it was documented that, "strips are expired".